Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen and nav ring problems. The manufacturer¿s fse performed a touchscreen calibration, which did not fix the problem. The fse then replaced the touch screen as well as the front bezel, ultimately resolving the issue.

Event description:
The customer reported nav ring failure with simultaneous touch screen failure. There was no patient involvement.